Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer needs assistance in programming patient's insulin pump. Patient had car accident and was hospitalized and had broken ankle. Customer stated that patient had one occasion in the emergency room that her blood glucose was at 300 mg/dl due to have been shocked and concussion. Customer was treated for high blood glucose. Troubleshooting was done. The customer was assisted in programming the insulin pump. No further information provided.